Event description:
Per the clinic, the patient experienced a skin flap necrosis and skin breakdown, exposing the receiver/stimulator. The patient also experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains.